Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the PICC leaked about 1cm down from the butterfly, the PICC leaked after 1 month indwell."

Manufacturer narrative:
A sample was returned for eval. An investigation is currently underway; upon completion ,the results will be forwarded.